Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the icp was not able to be measured and the pressure was not displayed correctly on the icpex after MRI (1.5 t) shooting after implanting it. The revision surgery was performed. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The catheter material was damaged 25 cm from the connector. The codman label was damaged on the connector. Upon receipt the sensor could not be zeroed. The balance was adjusted and testing of the device was able to be performed. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. A review of quality records for the component found the device met all manufacturing and quality testing/inspection specifications prior to distribution. Based on the results of the evaluation, the functional issue reported could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.